Event description:
Baxter affiliate reports one incident of the needle separating from the fistula needle set upon removal from the pt's arterial vascular access. The health care professional (hcp) reports that when they went to disconnect the fistula needle set from the access, the set was removed but the needle remained in the access. The hcp noted that a blood clot had formed at the end of the needle and they were able to manually remove the needle. Estimated blood loss was moderate but not significant. No pt injury or medical intervention is reported.